Event description:
Procedure: nephrectomy. According to the reporter: the device was used to crush ice. The tip cotton part was broken and broken pieces fell into cavity with ice. A lot of small pieces in cavity were confirmed by x-ray. No bleeding. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).